Event description:
It was reported that the patient lost stimulation coverage due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear leads and clik anchor were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7074859; product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 28547370.